Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is the time approaching for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of life (eol) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Pal analysis measured the battery voltage at 2.77v. The system current drain was nominal when the device was powered up using an external supply. There was no change in the current drain after more than 18 hours in a temperature chamber at approximately 60°c. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. The device passed diagnostic system testing which included interconnect, fault grade, and random access memory (ram) tests. The device was fully functional throughout the analysis. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with an optical microscope. No copper anomalies or foreign material were observed. The analysis was terminated since no battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were observed. The battery impedance measured 255 mohms. Mecc indicated small,isolated li-plating was observed on the top wall of the battery case, but no li-plating was found under the hsi. Based on the destructive analysis, no evidence of an internal short was found. The lithium (li) anode was intact along its entire length, with only minimal localized discharge found along the leading edge. The separators, insulators and welds were intact and in good condition; there was no evidence of an internal battery problem. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.